Manufacturer narrative:
H6: c19 - evaluation of returned items: a) evaluation of the returned device indicates the endoprosthesis is fully deployed, and there is a flattened area on the distal shaft. The reported failure mode of stuck deployment line is not consistent with the findings of a fully deployed endoprosthesis. B) one device photo was submitted for evaluation demonstrating a viabahn® device inserted in a coil tube packaging. A portion of an expanded endoprosthesis is visible behind the coil tube. No further information could be obtained from review of the provided photo in relation to the reported device failure. The reported stuck deployment line could not be confirmed as the device was returned with the endoprosthesis fully deployed. Therefore, an independent assessment of deployment performance was not possible, and the root cause of the deployment difficulty could not be established with the available information, including evaluation of returned items.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an endovascular treatment for iliac artery disease using gore® viabahn® endoprosthesis with heparin bioactive surface. Three viabahns were planned to be used in the procedure. Two viabahns had been implanted successfully. During the deployment of the third viabahn, the deployment line got stuck, and it could not be deployed. Several attempts have been tried to pull out the deployment line, but it didn't work. The viabahn was removed. The patient tolerated the procedure.